Manufacturer narrative:
A vyaire certified service technician was unable to verify the customer's reported issue. The device passed 66.2 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm volume test with no abnormalities or alarm conditions. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. At this time, the suspect device is currently being evaluated by vyaire. When the results of investigation are available, a follow up report will be submitted.

Event description:
It was reported to vyaire that the revel ventilator was alarming low pressure and delivering lower tidal volume than what was set while connected to a patient. The customer confirmed there was no patient harm associated with the reported issue.